Event description:
It was reported that patient presented in clinic with complaints of pocket stimulation. Lead dislodgement and loss of capture were observed. Twiddlers syndrome was suspected. Lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.